Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate shocks and presented in the emergency room. Upon interrogation, the implantable cardioverter defibrillator exhibited noise resulting in oversensing on every channel. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The device image was reviewed, and the reported field event was confirmed. Noise was observed on stored egms and real time egm. The device was tested at the bench and noise was observed during testing. The cause of the noise was an unregulated signal which was due to an anomalous capacitor connection in the hybrid.